Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced. However, it was determined that water was temporarily flooded from the cable perforated part, leading to communication failure, likely causing the image to not display temporarily and to darken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation "dark image" could not be duplicated. Additionally it was noted that the device failed the leak test due to puncture on cable. The connector tip was cracked and serial plate was faded. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the camera head displayed a dark image. The issue was found during reprocessing. There was no patient involvement.